Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation due to the location of the device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001822565-2017-05553.

Event description:
It was reported following an initial knee arthroplasty, the patient was revised due to the device being worn. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products ¿ unknown natural knee patella; unknown natural knee femur; unknown natural knee tibia. Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.